Event description:
Customer reported that the therapists claimed that they pulled up patient a and then stepped away from the treatment console for a bit. Patient b arrived and without checking on the console to see if the correct patient was on the screen, the therapist went into the treatment room and set up the patient b for treatment. After delivering a split field imrt to patient b, the therapist noticed that this patient should have had a non-imrt treatment. Patient be was being treated with patient a's plan. The therapist stopped treating and called the physicist. The physicist had them finish treating patient b with the correct field and did a dose correction in the patient chart to reflect what dose was actually given. Physicist also performed a mock plan to figure out how much the patient was under or over dosed. The exact level of radiation exposure/dosage was not provided by the customer, however, they arrived at the conclusion that the iso-dose was less than what the patient would have received if treated as intended. Md plans on adjusting the rest of the treatment to compensate for this.

Manufacturer narrative:
This issue occurred due to user error. At the time varian received the original report of this issue, varian analyzed it and concluded that there had been no serious injury as defined in 21 cfr 803.3 (z) (bb) and we also considered the radiation therapy medical community's understanding of serious injury for radiation over dose or under dose amongst radiation therapy professionals. For that reason we did not submit an MDR previously. However varian is now reporting this incident as an MDR based upon specific direction from our FDA investigator as to the FDA's interpretation of "serious injury" in the context of radiatin therapy.